Event description:
It was reported to depuy acromed that a post-operative x-ray revealed that there was loosening of the moss miami staniless steel construct. The surgeon believes that either the screw itself or the outer nut has backed out of its original position. The pt has no symptoms at this time and is healing. The surgeon is going to follow by x-ray and no explant surgery is scheduled at this time. There were no other adverse consequences to the pt.